Event description:
It was reported to medtronic neurosurgery that during the surgery, the physician found the device reservoir to be leaking. According to the report, the physician used another product to complete the surgery. The report sated that there was no impact to the pt.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Manufacturer narrative:
The valve did not meet the specifications for patency or leak testing due to a large tear on the top of the reservoir dome. It is unknown how or when this damage occurred. The damage precluded siphon, reflux, pressure-flow and pre-implantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. There were no anomalies noted with the catheters. The ventricular and peritoneal catheter passed patency and leak testing. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture.(B)(4).